Event description:
It was reported that the patient returned to the catheterization lab for catheter replacement. An ekosonic catheters-pe was selected for use in the bilateral thrombectomy procedure to treat a pulmonary embolism. After approximately 12 minutes and 40 seconds of ekos therapy, the control unit displayed an e311 alarm on channel b, indicating no zones were enabled. The catheter was switched to channel a and the alarm followed. The patient was brought back to the catheterization lab for catheter replacement.